Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/24/2013 with the following results: the power complaint was confirmed in the history but could not be duplicated during the investigation. The pump was exercised for 24hrs with returned battery cap; no power interruptions were duplicated; the pump was still delivering at the conclusion of testing. The returned battery cap width and height measurements are all within specified range. No intermittent power issues were experienced with the returned battery cap or pump. Power on resets observed in the black box. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastens firmly and holds power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.